Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection. Furthermore, an attempt to remove this rv lead but was unsuccessful. There were no additional adverse patient effects reported. This previously abandoned rv lead remains capped.